Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, the patient vibration alert in the ICD was not functional. No further intervention or patient symptoms were reported.